Event description:
During a pci procedure, the maverick otw balloon ruptured at 4 atms on the first inflation. The lesion being treated was a 100% stenotic lesion in the mid left anterior descending artery (lad). The procedure was completed with another device. A whisper guide wire and a 7f mach1 vl3.5 sh guide catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The mfg records for top assembly batch 8168200 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.